Event description:
Report 5 of 5. It was reported that while using bd vacutainer® push button blood collection set, the customer noticed crack in the luer adapter causing blood leakage on unspecified number of devices. No other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-may-2025. Investigation summary bd received one sample and two photos for investigation. The photos were reviewed and the indicated failure mode for cracked product with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to cracked female luer as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cracked product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 5 of 5. It was reported that while using bd vacutainer® push button blood collection set, the customer noticed crack in the luer adapter causing blood leakage on unspecified number of devices. No other health impact or consequences reported.